Event description:
About a year after a navigation surgery using navigation pins, patient suffered a fracture in the femur while walking up the stairs. There is no knowledge of medical intervention at this time.